Manufacturer narrative:
Visual analysis of the returned device identified a deformation, wear abrasion, fold creases, and yellow biological tissue. Cloudy gel and air voids between the shell and gel were observed after autoclave disinfection cycle. A weight test of the explanted material was performed and verified the weight of the device was within specification. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Healthcare professional additionally reported "any creases."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
This is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient experienced the events of ¿left side inflammation¿, ¿pain¿, ¿capsular contracture grade iii¿, and ¿questionable implant integrity¿. Device has been explanted.